Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n fb3405). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched replaced rack #1 in drawer d due to many false positives according to customer. Checked and verified all racks in drawer d for shorting pins and re-seated each rack back to the original location. Observed several test cycles on the instrument without issues. Verified system operating as expected. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is rack failure. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while testing with a bd bactec¿ fx, instrument bottom, packaged there were several false positives in drawer d. Confirmatory gram stain testing was performed. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with a bd bactec¿ fx, instrument bottom, packaged there were several false positives in drawer d. Confirmatory gram stain testing was performed. Results were not reported and there was no report of patient impact.